Manufacturer narrative:
Device passed displacement test and selftest. Pump error 63 (variable 3) was present in the pump trace download, problem isolated to keypad assembly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. Self test failed. The insulin pump will be returned for analysis.